Event description:
Philips received a complaint by the customer on the v60 indicating that the back alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) then went onsite and checked the equipment. The fse discovered that the central processing unit (cpu) board was faulty and required a replacement. The fse replaced the cpu board to resolve the issue. The customer replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.